Manufacturer narrative:
Device is combination product. Age at time of event 18 years or older. (B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting procedure stent damage occurred. The target lesion was located in the left anterior descending artery. A 3.0x32mm synergy stent was placed in the proximal to mid-section of the target lesion. A 3.75x15mm quantum apex balloon catheter was used to post dilate the stent. It was then noted that the proximal portion of the stent foreshortened. The physician then overlapped a synergy 4.0x12mm stent to the damaged 3.0x32mm synergy stent. No patient complications were reported and the patient¿s status is stable.